Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user deployed multiple infusion sets with the needle guard attached, which led to improper infusion site placement and affected blood glucose control, consistent with an infusion set deployment or connection issue. Symptoms included hyperglycemia with a reported maximum of 300 mg/dl lasting approximately eight hours without acute complications. Outcomes included use of backup insulin therapy with novolog and shipment of replacement infusion supplies, along with troubleshooting and education. Investigation included customer interview and review of use history. Investigation of this case revealed incorrect infusion set deployment. It was concluded that user technique contributed to the event and that the device function was not implicated.